Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Additionally it was reported that occlusion alarms occurred. Reportedly the customer dropped the pump. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.